Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1 implantable cardioverter defibrillator- implanted: (B)(6) 2013; 505458 implantable pacing lead - implanted (B)(6) 2004 ; 507652 implantable pacing lead - implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient went to the ER (emergency room) after hearing alert tones from the device. During the ER check oversensing was noted on rv lead, leading to inhibition of pacing and the lead integrity alert had been triggered. The therapies were programmed off. It was noted that the patient felt that due to alarms coming from the device, the device was not functioning properly; and was going to get a second opinion. It was then further reported that two weeks after generator change, oversensing and low impedances were discovered on the right ventricular (rv) lead. It was noted that the patient was fitted with a lifevest until the lead revision. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pull ing/stretching/overstress, and the visual summary indicated stretching.